Manufacturer narrative:
(B)(4). The customer reported that there was a failure to alarm for an spo2 event. No pt harm was reported. The user wanted assistance in determining whether or not another user had acknowledged the alarms. The alarm review logs were used to show that the alarm rang and was acknowledged. There was no device malfunction. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a failure to alarm for an spo2 event. No pt harm was reported.